Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected. No anomalies were observed. Subsequently the pacemaker was subjected to an electrical analysis. Interrogation of the device was properly feasible. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The memory content of the pacemaker and the provided device data were extensively evaluated. The pacemaker was programmed to vvi mode with a base rate of 65 ppm. The rate hysteresis function was set on with a hysteresis value of -10 ppm. The available freeze iegm, showing the sensing test on (B)(6) 2023 at 14:56 h, was inspected. Thereby the clinical observation could be confirmed. Following the switch from the intrinsic rhythm test-program back to the permanent program, the device paced with a frequency of approximately 171 ppm. In general, when the intrinsic rhythm button is pressed and later released, the pacemaker is forced into a mode switch from permanent vvi - off - vvi. During the off mode the rate-manager of the pacemaker remains active as the pacemaker timing cannot be deactivated completely due to technical cpu requirements. In the off mode the pacemaker runs a background program with an interval at the maximum of 190 ppm reduced by the rate hysteresis, to allow for a quick transition from off to the permanent program with full pacing support at the programmed base rate. Despite a thorough analysis of the device data and multiple simulations to reproduce the observed device behavior, the root cause could not be completely clarified. It is assumed, that a rare internal timing conflict during the transition from off to the permanent program may have contributed to the clinical observation, however in any case the rate-manager is designed to decay the pacing frequency down to the programmed base rate. In conclusion, the clinical observation could be confirmed, however the root cause could not be conclusively determined. The provided information has been entered into our quality system and will be used to evaluate the device performance throughout our organization to maintain and improve the performance of our devices.

Event description:
It was reported that the patient suffered from palpitations at night. On follow-up the pacemaker showed deviation from the programming. The device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Codes were updated. Upon receipt, the pacemaker was visually inspected. No anomalies were observed. Subsequently the pacemaker was subjected to an electrical analysis. Interrogation of the device was properly feasible. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The memory content of the pacemaker and the provided device data were extensively evaluated. The pacemaker was programmed to vvi mode with a base rate of 65 ppm. The rate hysteresis function was set on with a hysteresis value of -10 ppm. The available freeze iegm, showing the sensing test on (B)(6) 2023 at 14:56 h, was inspected. Thereby the clinical observation could be confirmed. Following the switch from the intrinsic rhythm test-program back to the permanent program, the device paced with a frequency of approximately 171 ppm. In general, when the intrinsic rhythm button is pressed and later released, the pacemaker is forced into a mode switch from permanent vvi -> off -> vvi. During the off mode the rate-manager of the pacemaker remains active as the pacemaker timing cannot be deactivated completely due to technical cpu requirements. In the off mode the pacemaker runs a background program with an interval at the maximum of 190 ppm reduced by the rate hysteresis, to allow for a quick transition from off to the permanent program with full pacing support at the programmed base rate. Despite a thorough analysis of the device data and multiple simulations to reproduce the observed device behavior, the root cause could not be completely clarified. It is assumed, that a rare internal timing conflict during the transition from off to the permanent program may have contributed to the clinical observation, however in any case the rate-manager is designed to decay the pacing frequency down to the programmed base rate. In conclusion, the clinical observation could be confirmed, however the root cause could not be conclusively determined. The provided information has been entered into our quality system and will be used to evaluate the device performance throughout our organization to maintain and improve the performance of our devices.